Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, the helix of this right atrial (ra) lead did not extend out properly after 50 turns. Ra lead testing found a high out of range pacing impedance measurement of greater than 4000 ohms, so the physician assumed the ra lead had fractured. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
This lead was never returned from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--